Event description:
A mayfield skull clamp was involved in a slippage during use which resulted in a laceration to the pt. The reporter could not provide any additional information about the pt, event date or another contact person who could provide clinical information. Additional information is not expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.